Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of displayed as high; cause was not known. Additionally, it was reported that a malfunction alarm occurred. Customer administered a manual injection to address bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Recommendation was made to consult with a healthcare provider to discuss diabetes management.